Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pinnacle cup inserter broke after impaction of the cup.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; a small crack was found in the handle. Previous investigations found eco-(B)(4) that was implemented on (B)(6) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. The returned sample was manufactured after the change. A complaint database search finds no other reported incidents against the provided product and lot combination. No corrective action taken. Complaints will be monitored under post market surveillance sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.